Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be determined. Based on the investigation results, no problems were found that could have caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not transmitting the images from the display. The event occurred during set up / inspection for use. There was no patient involvement.